Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons on the insulin pump had to press more than once. Customer's blood glucose level was unknown. Customer also reported that the batteries life diminished. Customer also mentioned that there was chipped cracks on top left and bottom left of screen. Customer stated that at the reservoir, inside track was chipped off and top part of battery was cracked. Customer declined to spoke with 24 hour technical support. Insulin pump will not be returned for analysis.